Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced an unexpected data error. A technical support specialist found that the station database was in 'suspect' mode, logs show that the station was powered off, station database got corrupted and failed to drop the database. The tss followed the knowledge article, selected all sql files and moved, ran ssms (sql server management studio) as system and found "recovery pending" instead of "suspect db". The tss deleted the database and proceeded with full synchronization as per knowledge article and confirmed with the user that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station experienced the unexpected data error occurred. The customer reported that the user managed to retrieve medications from another station. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: a1. Supplemental MDR has been submitted to correct the patient identifier field.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station experienced the unexpected data error occurred. The customer reported that the user managed to retrieve medications from another station. However, there were no adverse events or injuries reported due to this event.